Event description:
It was reported that when using the bd pyxis¿ es server, stations went into disconnected mode under server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the devices intermittently shown disconnected mode due to delays in data synchronization 2.0 processing on the server. A technical support specialist (tss) identified that the synchronization service was lagging behind due to structured query language (sql) performance issues, including query timeouts and inefficient processing. Then the tss applied configuration updates as per knowledge article (ka) "es 1.7 - stations entering "disconnected" mode repeatedly - datasync 2.0 recompile setting", increasing the database command timeout, enabling query recompilation, disabling data sync 1.0 services to reduce load, and optimizing sql settings. A manual database reindex was also performed to address fragmentation, and maintenance tasks were adjusted to run more frequently. Following these actions, data synchronization performance significantly improved from several minutes of delay to near real-time (~10 seconds), restoring normal communication. The affected devices were validated to be syncing correctly, and the disconnected status was resolved with no further issues observed. The system functioned as intended after the technical support specialist troubleshot the device.